Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. To address the alarm, the customer changed the supplies. Reportedly, blood glucose (bg) level was over 600 (mg/dl). To address bgs, the customer changed the infusion set and cartridge and delivered a bolus.